Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an under-infusion is the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported a device stated given 100.25 while there was still medication left in the disposable. Event occurred while in use with the patient. Device settings: continuous infusion rate:2.2 reservoir volume: 99.8 given: 100.25. Length of infusion: 46 hours lock level: 2. Per reporter the device would not turn off when attempted. No adverse patient effects were reported by the customer.